Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue device unable to connect to the software and displaying error code 800.8000 was identified as a software-related issue. Tech support explained the error log details and reviewed the medical safety notification with biomed. Biomed confirmed that pm was completed and passed all checks. The device was deemed safe to return to service. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the alaris pump was unable to connect to the software and encounters error code 800.8000 during the connection attempt. There was no patient involvement.